Event description:
It was reported while using bd venflon pro safety venous indwelling catheter the needle was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: description: after inserting the venflon, did not get the inner needle back. After inserting the venflon, did not get the inner needle back. Following this, a hump developed on the patient's arm & leakage occurred. Venflon removed, on securing venflon, inner needle did not come back easily. Had to use some force for this. Further inspection revealed inner needle to be broken/.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle broken was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2084769.

Event description:
It was reported while using bd venflon pro safety venous indwelling catheter the needle was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: description: after inserting the venflon, did not get the inner needle back. After inserting the venflon, did not get the inner needle back. Following this, a hump developed on the patient's arm & leakage occurred. Venflon removed, on securing venflon, inner needle did not come back easily. Had to use some force for this. Further inspection revealed inner needle to be broken.